Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed a pulse lead hi-pot and functional fall-off test. The last pt to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As rec'd, the electrode belt failed the pulse lead hi-pot and function-fall off tests. The cause was a defective u723, a low capacitance, low charge injection multiplexer, on the distribution node (dn) pca. Pins 10 and 12 were out of tolerance. The root cause for the out of tolerance component was unable to be positively determined. No adverse event resulted from the out of tolerance component. The last pt to use this electrode belt did not report any deficiencies.